Manufacturer narrative:
The reported event of the lead could not be fully inserted into the pacemaker interface was not confirmed. Analysis testing revealed that leads could be fully inserted into the connector. Nothing was found to be blocking lead insertion into the connector port. Normal insertion force was used to insert the lead. All connector dimensions were within specification. No device anomalies were found that would cause a lead insertion problem.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, the lead could not be fully inserted into the pacemaker's header. After several attempts, a different pacemaker was used and implanted successfully. There were no patient consequences and the patient was stable.